Event description:
It was reported that the ventilator's touchscreen was unable to be unlocked. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The customer troubleshot with technical support and stated that the 'green' check mark was not operating properly. The customer was advised to replace the switch board.

Manufacturer narrative:
B4:02sep2021. Multiple attempts were made to obtain information on the repair/service of the device that have been unsuccessful.